Manufacturer narrative:
The root cause of this complaint was not determined. Revision case anticipated for (B)(6) 2026, iif additional communication regarding the complaint is received, a supplemental complaint will be opened.

Event description:
It has been reported by an onkos sales representative that a patient with eleos proximal tibial replacement revision date on (B)(6) 2026. This report captures awareness of the reported complaint and will be updated accordingly if/when new information is attained.